Event description:
It was reported that while in use on a patient, the ventilator alarmed and failed. The patient was removed from this ventilator and the clinician continued with the previous plan of care - to extubate the patient. There was no reported patient injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported by the customer that the unit ran for forty (40) hours with no alarm reoccurrence. It passed all performed testing and was returned to service.